Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 657 mg/dl. It was stated that the customer was vomiting and had chest pain prior her admission. Troubleshooting was performed. The time, date, and settings were correct. Assisted the mother to run a fixed prime test and the insulin did exit. Advised the caller to call back when the tubing clamp arrives to complete testing. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.